Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging that the device stopped working, "so the patient could not receive the treatment who has to live with device." Per report of the event, the device was connected to the patient and was operating in synchronous intermittent mandatory ventilation (simv) mode, the patient's treatment stopped and his father provided "manual therapy with ambu." The patient used the device with a concentrator. The device did not alarm and stopped suddenly. No further clinical details were reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the device stopped working, "so the patient could not receive the treatment who has to live with device." Per report of the event, the device was connected to the patient and was operating in synchronous intermittent mandatory ventilation (simv) mode, the patient's treatment stopped and his father provided "manual therapy with ambu." The patient used the device with a concentrator. The device did not alarm and stopped suddenly. No further clinical details were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.